Manufacturer narrative:
H2: additional information added to section a and e. H3: a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced and the system performed as intended. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735773; product type: 2543-mnav - system. H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system shut itself down mid-case. The site used another navigation system to continue the surgery. After the surgery, the unit's main cart would not boot up, while the camera cart remained on, displaying the "unable to connect" pcoip (pc over ip) screen. When attempting to turn on the main cart again, the power button lit up blue for about 2 seconds, but nothing powered on. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. The battery was replaced in a related case and the system performed as intended.